Manufacturer narrative:
(B)(4). Conclusion - customer is only reporting this event and did not request field service or clinical support. Note: all pertinent information available to amo at the time of this report has been submitted.

Event description:
Surgeon had a male patient with flap striae right eye (od) at 1 day post-op with 20/40 uncorrected visual acuity (ucva). Date of surgery was on (B)(6) 2013. No flap lift was performed but flap surface was stretched. On (B)(6) 2013, 3 day post-of, patient's od was 20/20 best corrected visual acuity and no flap striae present.